Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump fill estimate was inaccurate on multiple occasions. Additionally, multiple occlusion alarms occurred. The customer reported having repeated low blood glucose (bg) levels. However, the exact value was not provided. Review of t:connect pump data showed that the pump fill estimate was accurate for the last load and that the lowest bg value entered into the pump was 81 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue (occlusion alarm) was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. Functional testing was performed and no failure was identified related to the reported low blood glucose event. The alleged fill estimate issue could not be verified.